Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, drawing, manufacturing instructions quality control and a visual examination was conducted during the investigation. The sheath was returned in a used and damaged condition. The visual inspection confirmed that the clamp on the extension tube was broken as was stated by the customer. The device history record was reviewed along with other relevant documentation regarding the manufacture of this product. There is no evidence to suggest that the product was not manufactured to the correct specifications. A root cause for this specific failure cannot be determined with the information available. The device could have been damaged in shipping, handling, or storage; it could have also been damaged when the sheath was inserted into the body. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a fistulagram procedure, the 7 fr sheath was inserted into the patient's arm to perform an angioplasty. After placing the sheath, the user noticed that the valve clamp had broken. The sheath was replaced with a new one. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a fistulogram procedure, the 7 fr sheath was inserted into the pt's arm to perform an angioplasty. After placing the sheath, the user noticed that the valve clamp had broken. The sheath was replaced with a new one. According to the initial reporter, the pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.